Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 500 mg/dl with extreme drowsiness, polydypsia, nausea, symptoms of dehydration, vomiting, confusion, large ketones, polyuria, blurred vision and difficulty waking up associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and was hospitalized and was treated in the emergency room with insulin via injection and IV fluids. It was reported that the cartridge had leaked. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a leaking cartridge.